Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions associated with the production of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted baxter to report a folfusor in which the reservoir ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.